Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post device change, this newly implanted left ventricular (lv) lead exhibited a high out of range pacing impedance measurement. A printout showed all leads exhibited high out of range pacing impedance measurements. Noise was noted on all the leads, most likely due to electromagnetic interference (emi). Boston scientific technical services (ts) discussed that it is suspicious as there is no evidence of lead problems and the patient is dependent. The physician has elected to monitor for now. There were no adverse patient effects reported.